Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4 and an enlarged atrium. An ntw was inserted into the atrium. It was noted that while applying the m knob, the clip moved towards the posterior wall. Therefore, the clip was removed and replaced. One clip was then deployed, reducing mr to a grade of 1. At the end of the procedure, the patient then developed a pericardial effusion. For treatment, the physician then implanted an atrial septal defect device. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, a cause for the reported perforation and pericardial effusion cannot be determined. Pericardial effusion and perforation are known possible complications associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.